Manufacturer narrative:
Report date: 28aug2021. Reporting institution name: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported to philips by a customer that the unit's battery failed. Based upon the information provided, the device was not providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The international service engineer stated the unit displayed a battery alarm (sound was continuous). The battery is less than 5 years. The international service engineer replaced the battery to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.